Event description:
It was reported that "(B)(6) 2023, the swg was found kinked prior to the patient. Involved 1 pc." Additional information has been requested from account.

Manufacturer narrative:
(B)(4). As per the additional information received on 20jun2023, the customer confirmed that the sample was contaminated in the clinical room and the defect was found prior to use. The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer provided one photo for analysis and returned a single guide wire for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The end cap from the swg advancer assembly was not returned. The guide wire was observed to have one kink and one bend towards the distal end of the body. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kink and bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 550mm from the proximal tip, the bend in the guide wire was located approximately 575mm from the proximal tip and the overall length of the guide wire measured 603mm, via calibrated ruler, which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter (od) of the guide wire measured 0.802mm via calibrated micrometer, which is within the specification of 0.788mm-0.828mm per guide wire product. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle as part of functional inspection, performed per the instructions-for-use (IFU) statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Resistance was met at the site of kinking, however; the undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Additionally, the instructions-for-use (IFU) provided with the kit warns the user, "do not use if package is damaged". A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation was undetermined at the time of the report. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "(B)(6) 2023, the swg was found kinked prior to the patient. Involved 1 pc.". Additional information has been requested from account.